Manufacturer narrative:
The investigation was based on the reported event, onsite examination by dräger service and log analysis of the affected v500 device. One cockpit restart could be confirmed 3 days before the reported event for unknown reasons. Afterwards, the user had switched the device off and later via the rocker in reaction on the observed restart sequence. There was a gap of three days between the last entries before and after the restart in the log file. No further information was provided from the customersite. The device was also analyzed and repaired in an onsite repair shop ¿ top cover was replaced because of a crack and software and touch screen was reloaded. No cockpit malfunction could be identified according to the investigation results. Afterwards it was tested per manufacturer specs without deviations. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered to reset the micro processing system to a specified state. A warm start sequence of the cockpit may last 45 seconds. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. Also, in this case the ventilation will be continued as set and the safety relevant parameters are shown in the oled-display. The number of reported cockpit restart events is within accepted range assessed by the responsible product quality board and is accepted. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the c500 went blank. No patient harm was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a follow-up report.

Event description:
It was reported that the c500 went blank. No patient harm was reported.